Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and electrical resistance tested. Results: visual inspection revealed that the film on the 900mr810 adult heated wall reusable breathing circuit was torn, approximately 130mm to 210mm from the patient end. It was also observed that a section of the film had melted and fused; however, the heaterwire spiral was not melted or damaged. The electrical resistance of the heaterwire was within specification. A lot check was not performed as lot information was not provided. Conclusion: the patient initially reported that the tubing was placed under the pillow while being used with the mr810 respiratory humidifier, which is most likely the caused of the damage observed. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Do not cover the circuit with materials such as blankets, towels or bed linen." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (fph) field representative that a 900mr810 adult heated wall reusable breathing circuit melted after two days of use. It was also reported that the patient claimed the tubing was under the pillow while the mr810 respiratory humidifier was set at low temperature level. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (fph) field representative that a 900mr810 adult heated wall reusable breathing circuit melted after two days of use. It was also reported that the patient claimed the tubing was under the pillow while the mr810 respiratory humidifier was set at low temperature level. No patient consequence was reported as a result of this incident.